Manufacturer narrative:
The field service representative determined there were bent mixer paddles and replaced them. Calibration, qc and patient samples were performed to verify the analyzer performance.

Event description:
The user received erroneous total psa and maybe free psa results. The user provided four patient results for total psa that were repeated since they were very low or did not pass a delta check. No data was provided for free psa. All repeat testing was performed on another e 2010. Sample 1 initial result was less than 0.1 ng per ml, repeat result was 2.0 ng per ml. Sample 2 initial result was less than 0.1 ng per ml, repeat result was 3.2 ng per ml. Sample 3 initial result was 0.8 ng per ml, repeat result was 1.6 ng per ml. Sample 4 initial result was 13.0 ng per ml, repeat result was 9.5 ng per ml. No erroneous results were reported.